Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.